Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a car accident due to low blood glucose levels. Customer was told his blood glucose level was 31 mg/dl by paramedics. Customer's blood glucose level was reported as 41 mg/dl. Customer was treated with an IV drip from paramedics. Customer was admitted as an inpatient for medical treatment. Customer was disconnected during the rewind/prime sequence. Pump passed the displacement test. Customer was advised to monitor the pump and call back if issues persist. Customer declined a replacement for now. Customer noticed bent cannulas on the previous sensor. Customer also had differences between blood glucose and sensor glucose readings. Customer had to change out the set due to hospitalization. No further assistance needed.